Manufacturer narrative:
Insulin pump received with flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to flashing display.

Event description:
Customer reported via phone call that insulin pump had flashing white screen with no response form the device. The customer¿s blood glucose level was 64 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.